Manufacturer narrative:
The motor error alarmed during the basic occlusion test due to a faulty force sensor resistor. Analysis was unable to perform the basic occlusion, occlusion, prime, and excessive no delivery test due to a motor error alarm. The motor was tested outside the device and passed the motor test. The insulin pump had a cracked reservoir tube lip.

Event description:
The customer called in to report a motor error alarm. The customer's blood glucose level was unknown. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.